Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic single hole right upper lobectomy. During the resection of the lobes two devices were unable to fire. The physician was able to press the green button but unable to squeeze the handle. New device was used to complete the case. The incision was extended less than 1 inch. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The loading units were partially fired with the interlocks engaged. Staple pushers were visible at the 5.5cm cut lines indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information. If information is provided in the future, a supplemental report will be issued.